Event description:
During ultrasound guided breast biopsy, the core biopsy instrument would not withdraw the core sample and was sticking. Unable to obtain adequate samples and new needle used to obtain the cores.